Event description:
Country of complaint: (B)(6). Six months later from the first surgery, one screw was back out. On (B)(6) 2014 - first surgery was conducted. On (B)(6) 2014 - by the CT, the surgeon confirmed that the position of implant and the situation of pt are good. After that, the customer checked out of the hospital and he went to hospital regularly. On (B)(6) 2014 - by the CT, the surgeon found the screw which placed in c7 was back out. Therefore, revision surgery would be conducted on (B)(6) 2014. According to the opinion of surgeon, there is a possibility that screw began to come away on (B)(6). It was difficult to confirm the back out, because the screw had been placed in c7.

Manufacturer narrative:
Mfg site eval: eval on-going at OEM.